Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The field service engineer checked the analyzer and found no issues. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys cmv igg results from the cobas e 801 module. The result for a donor sample measured on (B)(6) 2025, had a result of < 0.150 u/ml with a data flag (non-reactive). Testing of both existing retention samples from the same donor/same draw had a result of > 500 u/ml with a data flag (reactive). The repeat result was expected due to earlier screening results for this donor.

Manufacturer narrative:
Based on the information provided, the investigation was unable to determine a specific root cause. The investigation was unable to exclude pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. A general reagent or analyzer problem was not present because the qc before the event was within ranges. There was no product problem identified.